Event description:
Samples were delayed from testing for troponin on an advia centaur xp instrument due to signal errors. The samples were delayed for an average of thirty minutes. There are no known reports of patient intervention or adverse health consequences as a result of the samples being delayed from testing for troponin.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered intermittent signal errors. The cse proactively replaced the ionizer and ran patient samples, which resulted without error. The cause of the delay in testing troponin samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.